Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video slice (vsl) and failure analysis investigation was performed. The vsl was installed on the test system. The system started up without any error, with good image on both left and right eye. The vsl was calibrated and the touchscreen, passed. There was no issue after 50 power cycles. A review of the site's remote error logs did confirm multiple occurrences of error 45315. However, the issue could not be reproduced when tested in-house.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video slice (vsl) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received error 45315. The procedure was converted to laparoscopy with no reported injury.